Event description:
It was reported that at the user facility the device was leaking an unknown substance. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the device was leaking an unknown substance. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported leak was duplicated by a manufacturer repair technician through visual inspection. The presence of fluid inside a device can lead to the reported event and can be caused by improper or non-recommended cleaning procedures.